Event description:
Customer called in to report that she believed her pod wasn't delivering insulin. Customer's blood glucose levels ranged between 283-392 mg/dl before taking this pod off and starting a new pod. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.